Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. However, during the procedure, the ivus catheter could not cross; inside the guide catheter, it was hard and got twisted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and imaging core were twisted, the telescope was kinked, and the sheath was cut. Based on the evidence, the as reported code of catheter material twisted is confirmed.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. However, during the procedure, the ivus catheter could not cross; inside the guide catheter, it was hard and got twisted. The procedure was completed with another of the same device. There were no patient complications reported.